Manufacturer narrative:
E1: patient city: (B)(6). Patient country: unknown.

Event description:
Reference number (B)(4). Event occurred in the unknown country. It was reported that the patient faced diabetic ketoacidosis event on (B)(6) 2025. The blood glucose level was 485 mg/dl at the time of event and the patient got treated with manual injection- insulin novorapid. The patient was tested with ketones and the results were 1.9 mmol/l. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary. A complaint investigation has been initiated for record complaint (B)(4) on 24-mar-2025. Device history record (DHR) review: the lot 6009388 was manufactured according to the work instruction (wi) version 81 on 27/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 24/mar/2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an health care provider (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion), malfunction code no malfunction describe and lot 6009388 and no other complaint has been registered in database for the same lot 6009388, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Event description:
To date no additional patient or event details have been received.